Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with separate case. During the evaluation of the device, break in distal fiber, dent in objective frame, scratch in distal end, loose light guide adapter and low light transmission were observed. The service repair technician indicated that the most likely cause of the break in distal fiber, dent in objective frame, scratch in distal end, loose light guide adapter and low light transmission was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.